Event description:
Information was received that the obturator on a smiths medical custom bivona tracheostomy (trach) tube was hard to pull out during a routine trach change. After a couple of pulls, it was able to come out without any patient harm. No adverse effects were reported.

Manufacturer narrative:
Evaluation results: one customized bivona tracheostomy tube was returned for investigation. The device was returned with a detached obturator tip. A closer inspection showed that the obturator tip was stuck inside the shaft ID at the neck flange area. The distal shaft had to be cut open, after which the tip was observed to be wedged inside a section of silicone sleeve that covers the obturator wire. A view of the end of the obturator wire revealed excessive force was used to remove the stuck obturator from the shaft which resulted in the wire breaking within the tip. Using magnification the ID of the shaft was inspected and no obstructions or other issues were found. The remaining portion of the silicone sleeve covering the shaft was not returned with the device. The obturators provided with the customized devices did not contain a silicone sleeve.   A flextend device was examined for comparison.the flextend obturators for standard devices are not interchangeable with customized devices.  The ID specification / tolerance for the standard flextend device is larger than the ID specification / tolerance for a customized device and the od specification for the standard flexted obturator is not designed to be used in the customized flextend device, which is why the returned obturator was difficult to insert and remove from the customized device. Additionally the returned obturator was designed for a 5.5 mm ID device and the returned product was a 5.0 mm ID device).  The investigation did not reveal any manufacturing defects with the returned device.  Since no lot number was provided, only a device master record was able to be reviewed, and it was found to be complete.  The inspection of the custom-lab inventory area confirmed that there were no flextend obturators present.  Review of inventory transactions showed that there has never been any standard flextend obturator components stored in the custom lab inventory area.  Moreover, there are no standard flextend obturators at the gary or southington manufacturing facilities, where customized devices are manufactured, since the standard flextend product line is not produced at either facility.  Due to not having access to the flextend obturators, it is improbable that the custom flextend device was packaged and shipped with a proprietary flextend obturator.  The mix up had to have occurred in the field.  No corrective actions are planned at this time.